Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer's current blood glucose was unknown. The customer experienced symptoms such as vomiting. The customer treated with insulin pen for high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.